Event description:
It was reported that prior to an endoscopic retrograde cholangiopancreatography procedure (ercp), a shaft kink occurred. Upon removing the 10 x 10cm rx stent delivery system (sds) from its packaging, the physician noted that the sheath was kinked. The device was not used and another of the same device was used to complete the procedure. The patient's status is reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information, a supplemental medwatch will be filed.